Manufacturer narrative:
The upc code supplied indicates the product is an interdental brush, not a "denture" brush. This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported because there is a possibility that interdental brush bristles may require medical intervention in order to remove them.

Event description:
I'm calling because I have these high performance denture brushes, and the bristles keep coming off. I have been buying them for years with no problem until this pack.